Event description:
User alleges a level 1 hotline hl-90 blood, and IV fluid warming device audibly alarmed. The water level in the device's heated water-bath reservoir was noted to be below the minimum level marker. Blood appeared to be present in the reservoir. An intermittent back-flow of blood from the pt to the device was also observed. No adverse outcome to pt.